Manufacturer narrative:
The site does not intend to return the generator to valleylab, but they checked out the generator themselves, and it was found to be within specification.

Event description:
The report stated that a burn was discovered following endometrial ablation procedure using a patient return electrode pad by maxxim (not a valleylab product. The pad is a standard pad and not a rem (return electrode monitoring) pad. The pad was placed on the right lateral thigh. The burn was located under the pad at two of the edges. The pad had two burn spots on two edges of the pad. The valleylab generator shut itself off during the procedure. The last time the force 1b had a preventative maintenance check was in august of this year by the site. The generator was set at 60w. The doctor estimated the burn between a second and third degree and was treated with silvadine ointment.